Manufacturer narrative:
The customer¿s reported problem was confirmed.. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: (B)(6) had error 800.8000 in the error logs pcu8015 sn (B)(4). He would like to know what to do. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: I advised (B)(6) to attach a pump and run a basic infusion to try to duplicate the error. If (B)(6) can reproduce the error, he will re-flash poc software. If he could not replicate the problem, he will complete pm on the pcu and put the unit back in circulation. (B)(4).